Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated patient arrived with two hours of therapy completed. The nurse who set the patient up should have adjusted for this, but it took the patient 8 hours to rewarm in an arctic sun device. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.5c, water temperature (wt) was 40.1c, flow rate (fr) was 1.3lpm. Explained the values look good now and confirmed baby was stable. Suggested when therapy was complete, could pull the data and see if there was anything discernable there. Explained had already taken proper steps verifying patient temperature with secondary source, confirmed water temperature (wt) was warm and flow rate (fr) was good. Advised there might be clinical reasons for the patient to take longer to rewarm.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated patient arrived with two hours of therapy completed. The nurse who set the patient up should have adjusted for this, but it took the patient 8 hours to rewarm in an arctic sun device. Patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.5c, water temperature (wt) was 40.1c, flow rate (fr) was 1.3lpm. Explained the values look good now and confirmed baby was stable. Suggested when therapy was complete, could pull the data and see if there was anything discernable there. Explained had already taken proper steps verifying patient temperature with secondary source, confirmed water temperature (wt) was warm and flow rate (fr) was good. Advised there might be clinical reasons for the patient to take longer to rewarm.